Manufacturer narrative:
Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it is in the process of being returned. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received information that a 23mm 8300ab intuity valve, implanted three (3) years and eleven (11) months, was explanted due to calcification and severe aortic stenosis, increased pressure gradients and leaflet immobility. The device was explanted and replaced with a non-edwards device. Patient outcome was reported as recovered.

Manufacturer narrative:
H11. Additional narrative. Updated h6. The most likely cause is patient factors, including dialysis. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H3: product evaluation customer report of calcification, stenosis, and leaflet immobility were confirmed. Report of increased pressure gradient was not able to be confirmed through visual observations. X-ray demonstrated heavy calcification on all three leaflets, and frame expanded. As received, the frame of the valve was deformed and pushed inward around leaflets 1 and 2. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 1mm on leaflet 3 on the inflow aspect and 1mm on leaflet 1 on the outflow aspect. Host tissue was moderate on the stent circumference and heavy on the frame at the inflow aspect. Host tissue was minimal on the stent circumference and minimal on the frame at the outflow aspect. Calcification restricted leaflet mobility and led to stenosis. Leaflet 1 had a cut of approximately 10mm x 12mm. The cut had a smooth and straight edge; cut out section was not returned. Wireform was exposed at commissure 1.